Manufacturer narrative:
MFR received date: 17 sep 2019. The customer confirmed the reported oxygen accuracy issue. The customer reported that replacing the flow sensor assembly resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device failed the oxygen accuracy test (pvt test 7) at the 30, 40 and 50% settings. There was no patient or user harm was reported.

Manufacturer narrative:
MFR received date: 06 dec 2019. Root cause of airflow accuracy issues determined to be u1 and r9 drift out of specification. Repair of airflow subsystem with known good r9 and u1 resulted in unit passing all airflow testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019.

Event description:
The customer reported that the device failed the oxygen accuracy test (pvt test 7) at the 30, 40 and 50% settings. There was no patient or user harm was reported.